Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/26/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 on the abdomen. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 09/01/2016. The complaint of inaccurate cgm values could not be confirmed because there was no data available for the date of issue. A root cause could not be determined.